Manufacturer narrative:
It was reported that the foley catheter fell out two days after it had been inserted due to a ruptured balloon. A new catheter was inserted without any patient injury or need for additional intervention. Minimal details were provided regarding the patient's medical condition or comorbidities. Prior to the initial catheter insertion, he was diagnosed with a urinary tract infection. The sample was returned for evaluation. The reported torn catheter balloon was confirmed via visual observation. There were no other product abnormalities noted at the time of the evaluation. A root cause for the balloon tear has not been determined. This same patient had a similar incident two days prior. The nurse stated these catheters are used throughout their facility and they have not had similar issues with other patients. Due to the reported incident and need for a new catheter to be inserted, this medwatch is being filed.

Event description:
The foley catheter fell out due to a ruptured balloon and was replaced.